Manufacturer narrative:
Technician found during function test that both foot brake casters were not holding when in brake position. Replaced both brake casters to resolve this issue.

Event description:
Complaint that foot brake casters, were not working or holding properly, when braking. No injury reported.